Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a large difference in sensor glucose and blood glucose readings. Customer reported having a recent blood glucose level of 242 mg/dl and sensor readings that were between 30 and 60 mg/dl off from the blood glucose value. Most recent blood glucose level before the call was 176 mg/dl. No further information was provided.